Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus has obtained the following additional information from the user: at the user facility, the same phenomenon (distal cover falling off into the patient's body during the procedure) occurred with another videoscope (tjf-q190v, serial number: (B)(6)), and the facility staff stated that neither the distal covers were damaged. It was unknown whether the first distal cover inspection was completed before use, but the second distal cover inspection was completed before use. As a result of the user checking the distal covers removed from the patient¿s body, it was found that the first distal cover had slight damage where it was split to remove, but the second distal cover had no damage. It is unknown whether the first or second distal cover was used for the procedure using the subject device. The user did not apply the anti-fogging agent to the lens of the subject device. The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user and the investigation result, omsc surmised that the reported phenomenon might have occurred by the following causes: case 1: the first distal cover was used with the subject device. The distal cover was inappropriately attached. Case 2: the second distal cover was used with the subject device. The distal end of the subject device had some abnormality such as adhered foreign material or breakage. Excessive stress was applied to the distal cover during the procedure such as twisting, pushing/pulling in patient body. The stress was higher than usual stress, such as pulling and twisting, applying during the pre-use inspection by the user. The instruction manual provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp) procedure using the subject device in combination with the single-use distal cover maj-2315, the doctor found through the endoscopic image of the subject device that the subject distal cover had fallen off the distal end of the subject device and into the patient's body. After that, the additional procedure to retrieve the subject distal cover was performed and the subject distal cover was removed from the patient. The user replaced the subject distal cover to new one and completed the intended procedure. There was no report of patient injury associated with this event.